Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had an alert for high out of range impedances on two different occasions. After each alert the patient was evaluated in the clinic, where the programming was switched back to unipolar. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of high impedances.

Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had an alert for high out of range impedances on two different occasions. After each alert the patient was evaluated in the clinic, where the programming was switched back to unipolar. The device remains in-service. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced due to ongoing observations of high pacing impedances greater than 3000 ohms with the other manufacturer right ventricular (rv) lead, and also observations of loss of capture with the other manufacturer right atrial (ra) lead. The rv lead tested fine on the pacing system analyzer (psa) during the revision and was left implanted, as the physician thought it was a device header issue. During the procedure they also performed a atrial fibrillation ablation procedure, that might have contributed to the non-capture. The device was returned for analysis. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted and replaced due to ongoing observations of high pacing impedances greater than 3000 ohms with the other manufacturer right ventricular (rv) lead, and also observations of loss of capture with the other manufacturer right atrial (ra) lead. The rv lead tested fine on the pacing system analyzer (psa) during the revision and was left implanted, as the physician thought it was a device header issue. During the procedure they also performed a atrial fibrillation ablation procedure, that might have contributed to the non-capture. The device was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had an alert for high out of range impedances on two different occasions. After each alert the patient was evaluated in the clinic, where the programming was switched back to unipolar. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.